Manufacturer narrative:
The account found the hex rod at the head end of the bed was bent. The account straightened the hex rod to repair the bed.

Event description:
The account alleged that the bed is popping out of the brake mode.